Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch mw5090523) that a female patient of unknown age who underwent unspecified breast surgery with 325cc mentor smooth round spectrum on (B)(6) 2003 experienced headaches, migraines, unexplained rash, skin sensitivities, yeast vaginal infections, severely fatigue, cognitive dysfunction, memory loss, brain fog, chronic dry mouth, chronic dry eyes, hair very dry brittle,lost libido, started to gain weight, night sweats, ringing in the ears, heart palpitations, issues with frequent urination, food intolerance, gastrointestinal issues, low testosterone, high estrogen, under active adrenals and thyroid, pcos, insulin resistance, and chronic inflammation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s right-sided device.